Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v792074, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had numbness in her hand for three to four weeks and was "more and more pronounced." The health care provider (hcp) believed she might have been having "mini strokes." The patient had also "barely" gotten any urinary relief since implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that patient's implantable device therapy has not worked for over a year. The patient had had return of symptoms and loss of therapy which was noted as gradual. The patient saw the lightning bolt but was not feeling stimulation. The patient was assisted in increasing stimulation from 3.9 to 4.1.

Manufacturer narrative:
(B)(4).